Manufacturer narrative:
Additional device product code: hwc. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported, that a patient was implanted with locking compression plate (lcp) proximal femoral plate on (B)(6) 2017. The plate broke off postoperatively, after 3 months from the implantation. A surgical procedure was necessary to replace the plate in addition to hospitalization and an antibiotic therapy. Broken plate was explanted on (B)(6) 2017. This report is for one (1) 4.5mm lcp® proximal femur plate 8h/247mm/left-sterile. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A device history record (DHR) review was performed for part number: 242.108s, synthes lot number: 9567851, manufacturing location: (B)(4), supplier: (B)(4), release to warehouse date: (B)(6) 2015, expiry date: 01. July 2025. No non-conformance reports (ncrs) were generated during production. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 4.5mm proximal femur plates was processed through the normal manufacturing and inspection operations with no non-conformance noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.